Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a "hard tough course of pain; pain all over". The event was reported to be a serious adverse event and a life threatening situation. The pump was interrogated and the empty reservoir alarm was noted. The pump was refilled. The patient was admitted to the hospital for 23 hours of observation. The patient recovered without sequela the following day. The device system was used to deliver dilaudid.